Event description:
Prismaflex continuous renal replacement therapy machine lost memory for one hour's worth of fluid totals and the recorded patient weight. The next two hours the machine took off more fluid than it should have without any alarm sounding. The prismaflex support line was called and machine was taken out of service. A new machine was set up. This delay caused a roughly three and one-half hour lapse of therapy and resulted in the patient requiring an increase in pressor therapy.

Event description:
Prismaflex continuous renal replacement therapy machine lost memory for one hour's worth of fluid totals and the recorded patient weight. The next two hours the machine took off more fluid than it should have without any alarm sounding. The prismaflex support line was called and machine was taken out of service. A new machine was set up. This delay caused a roughly three and one-half hour lapse of therapy and resulted in the patient requiring an increase in pressor therapy.